Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Based on the device history record, it was found that the device was manufactured on (B)(6) 2012. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Olympus inspected the device at olympus service operation repair center (sorc) and found followings; the reported event was not reproduced. There was no problem with the cable but there was a dent in the connector. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Based on the inspection results by sorc, olympus medical systems corp. (Omsc) assumed that the reported event was caused by temporary poor contact due to dent on the connector. The instruction manual provides preventive measures against the reported connector dent. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported that there was a problem with the cable and no endoscopic image was obtained. There was no report of patient injury associated with this event.